Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low bg (46 mg/dl); cause was not known. Pump settings were reviewed and no issues were identified. Recommendation was made for customer to discuss event with their healthcare provider.